Manufacturer narrative:
Section b5: the onset of the patient's infection in jan 2019 was reported under MFR # 2916596-2019-03176. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device- 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted. According to vad coordinator, the patient was upgraded on the transplant list due driveline infection. Date of onset of infection was (B)(6) 2019. The patient presented with an induration at the sub-xiphoid process without driveline drainage at the time. Treatment was surgical exploration and washout x3, intravenous antibiotics x6 weeks and suppressive oral antibiotics. The device will not be returned for evaluation.